Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 did not open and all pockets failed. The customer tried to reboot, but the problem was not resolved. The customer stated that this malfunction occurred when the user tried to issue medication to the patient. However, the user managed to retrieve the medication from pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there was no failure notification on station. The fse confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.